Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The right atrial (ra) lead triggered an alert for high undefined impedance and exhibited oversensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of the cardiac resynchronization therapy defibrillator (crt-d) the patient experienced pain, a sore arm, an effusion behind the device, and fluid behind their heart. The crt-d emitted an alert tone and was heating up and felt warm. The right atrial (ra) lead triggered an alert for high undefined impedance. The ra lead was dislodged. The patient was in the hospital twice since the implant. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.